Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed incorrect meal announcements, leading the user to dose less than usual for meals, and the device¿s screen was cracked; blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status and no need for medical care. Investigation included review of user report and arrangements for device replacement with instructions to sync data, shut down the device prior to return, and continue cgm use separately until the replacement arrives. Investigation of this device revealed a hardware issue consistent with a damaged display while the dosing behavior was influenced by incorrect meal announcements; the device was replaced and return logistics were initiated for evaluation. It was concluded, based on previously established findings for similar reports, that damage to the display and associated user interface issues were the probable cause.